Event description:
It was reported that prior to use on a patient it was notice that the helium tank of the cardiosave intra-aortic balloon pump (iabp) tank empties quickly. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that prior to use on a patient it was notice that the helium tank of the cardiosave intra-aortic balloon pump (iabp) tank empties quickly. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse evaluated the unit and determined the o-ring on the back of the system was missing. To fix this issue, the fse replaced o-ring and verified the operation. The iabp unit passed all calibration, functional and safety tests. The iabp was then released to the customer for clinical use.

Event description:
It was reported that prior to use on a patient it was notice that the helium tank of the cardiosave intra-aortic balloon pump (iabp) tank empties quickly. There was no patient involvement and no adverse event was reported.